Event description:
(B)(4). Initial report: this non-serious case from spain was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case involves a female (age nos) patient who received poly-l-lactic acid (sculptra) sometime in (B)(6) 2008. Relevant medical history was not mentioned and no concomitant medications were taken. On an unspecified date, the patent developed several nodules located between rings under the eye and cheek. According to the sales representative, the nodules were of "extensive toughness". The physician reported that the product had migrated as she injected it "upper and deeper". The reporter also mentioned that there was also a deep nodule located in the "marionette lines" probably due to poly-l-lactic acid. No further information was provided. At the time of this report, the event remains ongoing. Reporter's causality assessment: probable. Addendum for follow-up information received (B)(6) 2008: the physician reports the patient is (B)(6). Height and weight also reported. The start date for the event was sometime in (B)(6) 2008. The event term was changed to pseudogranuloma on eye rings, associated with belated nodules. The physician specified the product has migrated to the subdermic superficial plane and localized on the left and right eye rings. Details of treatment: session/date: (B)(6) 2007, dilution volume: 5ml water/1ml lidocaine, amount injected: 3ml. Session/date: (B)(6) 2007, dilution volume: 5ml water/1ml lidocaine, amount injected: 3ml. Session/date: (B)(6) 2008, dilution volume: 5ml water/1ml lidocaine, amount injected: 3ml. Injected zones: eye rings/bags under the eyes and nasogenian furrows/nasolabial folds. As a corrective treatment the patient received bidestilled sterile water and triamcinolone (trigon depot) injection. The patient has not had any previous similar events after treatment with other products. No histology or other laboratory tests were performed. Additional information received on (B)(6) 2008: a ptc (pharmaceutical technical complaint) has been initiated: global ptc number (B)(4). Addendum for follow-up information received on (B)(6) 2009 respectively were processed together: the physician reported via a sales representative that during the patient's last visit in (B)(6) 2009, the event was ongoing. The granuloma was 2 cm in size and the area showed an existing, although little skin atrophy. This case associated to case (B)(4) by reporter.